Event description:
It was reported that transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred for transmitter with serial number (B)(6). However, receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and passed. A functional test was performed and passed relevant testing. The receiver case was opened, and an internal visual inspection was performed and passed. The allegation was not confirmed for a "transmitter failed error" due to no evidence found in receiver log. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).